Manufacturer narrative:
The product history and batch records were reviewed and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens (iol) implantation the plunger incorrectly folded the lens and tore it inside the cartridge. The surgery was completed on the same day with a replacement lens of the same model and diopter. There were no patient complications.